Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the channel port, however, the specific material could not be identified. It is likely foreign material was not removed because reprocessing steps were not fully/properly performed according to the instructions for use (IFU) due to the discovered leak from the scope cover. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf type 165 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii gif/cf type 165 series operation manual cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the reported issue was confirmed; the insertion tube showed buckling. Examination of the device identified the following issues: the electrical insulation did not meet with specifications at the distal end; the air/water cylinder and scope cylinder were missing the color indicators; the control unit was cracked; the connector tubing was buckled; and peeling coating was noted at the insertion section protector and the universal cord. The following components showed corrosion: software flexible circuit board; charge coupled device flexible circuit board; light guide lens; scope connector; and electrical connector. The device failed leak testing due to damage to the scope cover packing and cracking of the scope body. In addition, the illumination was poor due to breakage of the light guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera ii colonovideoscope's insertion tube was wrinkled. The device was returned to olympus medical for evaluation. During evaluation, the device showed foreign material in the instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.